Event description:
This lead was returned with oos documentation from biotronik representative. Per the oos, "setrox s 45 would not stay fixed to atrium. It was removed and replaced with a st jude precurved atrial active fixation lead." There are no adverse events reported for this pt.